Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician attempted to suck up the varices; however, the band would not deploy. Reportedly, the scope was taken out from the patient to try to fix the device and the first band was manually pulled off from the ligator cap. Another attempt was made to deploy the band, but the remaining band would not deploy. Additionally, there was no difficulty experienced when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.